Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump had critical pump error alarm. Customer cannot recall blood glucose at the time of incident. Customer was wearing the insulin pump while swimming, the alarm was triggered while swimming pool. Insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error alarm during testing and unable to download due to moisture damage on the electronic assembly. We were unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. The device was received with moisture damage on motor assembly, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and minor scratched lcd window.